Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken flexible cannula was confirmed but the exact cause remained unknown. The product returned for evaluation was (quantity 15) 8fr x 40cm navarre biliary drainage catheters: 12 sealed, and 3 opened pouches. All were from the same lot number (gfav3164). Each kit was examined and all clear flexible cannula stylets were found to be broken; some in multiple places. The packages appeared clean and in good condition and the unit labels were clearly marked and undamaged. No clear evidence of impact damage or mishandling was observed. The stylets within the packages appeared clear, clean, and no potential cause to the event was observed. An attempt to slightly flex the cannula of one package resulted in fracture of the stylet. Potential causes included manufacture anomaly at the stylet supplier or environmental/chemical degradation but no evidence supporting a specific root cause was determined during the investigation. The samples were forwarded to the manufacturing facility for further review. A lot history review (lhr) of gfav3164 showed six other similar product complaint(s) from this lot number. All complaints for this lot number (gfav3164) have been reported from the same spain facility.

Event description:
It was reported that the plastic hub broke "easily". No harm to the patient. This report addresses event four.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of gfav3164 showed six other similar product complaint(s) from this lot number. All complaints for this lot number (gfav3164) have been reported from the same (B)(4) facility.

Event description:
It was reported that the plastic hub broke "easily". No harm to the patient. This report addresses event four.